Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of 36 mg/dl. Customer was treated with unspecified intravenous fluids. Customer was released from the hospital on (B)(6) 2021. Reportedly, the pump delivered more insulin than intended. Customer declined troubleshooting with tandem technical support and declined to provide further information.